Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 6 failed to stay closed. A field service engineer observed several liquid med packets wedged between sensors, latch solenoid and drawer release arm. The field service engineer carefully removed all medication to resolve the issue. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting in a delay in dispensing medication. There were no adverse events or injuries reported based on this event.